Manufacturer narrative:
B5 correction: it was previously reported that ¿the patient did not feel that their current medication was not regulated and that he was still getting too much medication since implant (B)(6) 2019¿ in error. It should instead indicate the patient felt that his current medication was not regulated, and he is still getting too much medication since implant (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient heard their pump alarm on (B)(6) 2019, and on (B)(6) 2019 they took a 7 hour nap and had concerns about feeling overdosed. Six days prior to the overdose feeling the doctor had increased the dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and a manufacturer's representative (rep). It was reported that the sounds the patient was hearing were not consistent with the pump alarms and the logs show no alarms. The cause of the alarms was unknown. The issue has not been resolved. The pump was still implanted and the patient still recounts hearing multiple beeps from the pump. The patient's weight was unknown. The patient reported they hear the alarm in several different environments and other people have heard it as well. The patient had heard the alarm on (B)(6), and (B)(6). The alarm happens at random times. The patient reported volume variability as on (B)(6) 2019 he heard it a bit louder. It was reported that the last couple of times it has made a "melody thing" with a tone at the end. The phone was ruled out as possible sound creation. The patient reported their leg "whips back" in the evening. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-15, additional information was received from the patient. The patient stated they have not heard any sounds from their pump since last friday evening. The patient stated that on tuesday ((B)(6) 2019) they had an episode of severe clonus. The patient gave themselves a bolus of 7.5 mcg using their ptm, but it was not effective. The patient stated they would be discussing dosing adjustments with their hcp at their scheduled appointment. The patient stated they had to take oral valium to help with the clonus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was currently receiving baclofen with concentration 1000 mcg/ml at a dose rate of 75 mcg/day via an implantable pump for intractable spasticity. The pump was previously administering baclofen with concentration 3000 mcg/ml at a dose rate of 13 mcg/day. It was reported that the patient was hearing a beeping sound and wanted to know what it was. The patient had their pump refilled yesterday (B)(6) 2019. The healthcare provider (hcp) office was an hour away from the patient. The patient had a new personal therapy manager (ptm) but it was not set up yet for him to use. The patient was very sure the beeping was coming from the pump. The sound heard however was not consistent with a pump alarm. The alarm the patient was hearing did not sound like the critical or non-critical pump alarm. The consumer later further reported on (B)(6) 2019 that he went to his physician today and had the pump checked and it checked out fine with no record of an alarm. On the way home from the physician¿s office, the patient heard the ¿beep ¿ beep- beep¿ again at 4 pm and again at 5 pm. The patient had not heard the beeping sound again and it had been over an hour since the last time today. It was further reported that the patient did not feel that their current medication was not regulated and that he was still getting too much medication since implant ((B)(6) 2019). They changed the pump meds yesterday to 1000.0 mcg/ml concentration and 75 mg/day dose. The alarm sounds were reviewed and continuing to monitor the pump was being considered. On (B)(6) 2019 a company representative reported that they were meeting with the patient today at the physician¿s office. It was being considered that the pump would not sound at any other interval or make any other noise then that what is programmed for alarm settings. Setting the critical alarm to 10 minutes and waiting in the office to see if it sounds was being considered. Playing the test alarms and checking the pump logs to make sure there is nothing out of the ordinary was also being considered. The company representative later reported on (B)(6) 2019 that they were with the patient at the clinic. They programmed the pump alarm test and the patient stated the sound they heard from the pump were neither of those sounds, but the patient and family member of the patient stated they know the sound was coming from the pump. The patient believed there was something wrong with the pump. The event logs were normal. They were inquiring if the patient utilized their ptm when they heard the pump alarm, if they could confirm what alarm was occurring at that time with the patient activation (pa) disabled; however, the ptm was coupled to the patient¿s pump. The patient was to continue to keep a diary of when they hear the sound, where the patient was, what the patient was doing. They were also to continue to check the event logs at every clinic appointment. No patient symptom was reported. No further patient complications have been reported as a result of this event.